Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Physio performed unrelated repairs and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device would no longer charge its defibrillation energy. There was no report of any patient use associated with the reported failure.